Event description:
During the review of the programming history in the product analysis report for the patient's generator which, was explanted on (B)(6) 2012, a programming anomaly was identified in the battery life estimation on (B)(6) 2004. A review of the programming history in the in-house database confirmed that the settings were inadvertently changed due to a likely interrupted system diagnostics test on this date. The settings were not corrected until (B)(6) 2004, and the magnet on time was not corrected back to 60sec until (B)(6) 2004.

Manufacturer narrative:
Analysis of programming history.